Manufacturer narrative:
Device labeling addresses the reported events as follows: complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Additional information reported, patient experienced pain and vomiting.

Manufacturer narrative:
Device evaluation summary: the device was returned to the apollo device analysis laboratory. A visual examination was performed on the device, and noted the balloon was received deployed; and the shell was observed to be discolored, it was blue and light brown in appearance. White particles were noted on the outer surface of the shell. A sample fill tube was used for testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings near the radius of the shell. Under microscopic analysis, these openings were noted to have striated-edges, consistent with damage from a removal tool. White and brown particles were also observed in the valve channel.

Manufacturer narrative:
Medwatch sent to the FDA on 03/31/2017 the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Further information has been requested of the initial reporter regarding: implant date, date of occurrence, and patient comorbidities. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, an imaging report noted "hyperinsuflation." The device was removed.